Manufacturer narrative:
Date sent: 12/11/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure, the tissue pad detached off 30 minutes after the operation had started. It was found out under the board. Another device was used to complete the case. There were no adverse consequences to the pt.